Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid leak from the tubing was identified. The patient did not experience any further complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.